Event description:
The patient had a successful hyoid suspension with the encore system. Later, the patient felt a felt pain in the location of the hyoid suspension. The pain resolved. Sleep continues to be much improved. Presumable the patient took medication to alleviate the pain.

Event description:
The patient had a successful hyoid suspension with the encore system. Later, the patient felt a "pop" and felt pain in the location of the hyoid suspension. Imaging indicated that the hyoid bone had fractured. The patient had no issues from the fractured hyoid bone. Presumable the patient took medication to alleviate the pain.